Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour they experienced pain at the insertion site. It was discovered by the patient that the pod's needle had not retracted upon initial activation. As treatment, the patient applied a new pod. The pod will not be returned as it has been discarded.